Event description:
Boston scientific received information that during the attempted implant of this defibrillation lead, difficulty was experienced with the connector tool and the helix could not be extended. The patient became asystolic, was intubated, and placed on a ventilator. This lead was not implanted and a new lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. Should additional information become available, this report will be updated.